Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ev5p, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported that the patient had a burning sensation at the implant site and incision. It felt like a burning deep inside and it had occurred since implant. The patient noted that the medication she had covered most of it; she was on oxycodone, but she was running out and thus using it sparingly. The patient noted that the system was working fine at controlling her symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.